Manufacturer narrative:
The futura is the same /similar to products which are manufactured and/or marketed by invacare in the u.s. The alleged incidents occured in (B)(6).

Event description:
´"A front wheel has suddenly come loose and fallen off the walker, when the patient was out walking in the hallway. The patient fell"